Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty spinal therapy for metastatic prostate cancer with pathological vertebral compression fractures at t11 and l1. It was reported that during the cement portion of the balloon kyphoplasty procedure, there was a significant venous cement extraction outside the vertebral body. The extravasation extended from the vertebrae up to and inside the heart. Prior to the distribution of cement into the patient, the cement was mixed for 45 seconds and transferred to cement cartridges to use with cds. The cement was not used until 8 minutes after mixing at which time it was in a doughy state.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.